Manufacturer narrative:
Date of event, lot number, expiration date and device manufacture date: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-test the cuff deflated rapidly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, event problem and evaluation codes: updated. One (1) sample was returned in used condition without original package. The returned sample was visually inspected at 12 to 16 inches and normal conditions of illumination to detect any condition that could cause a leak. A syringe was connected to pilot balloon to detect leaks, rips was detected in cuff and a leakage was detected; complaint was confirmed. The root cause suggests the cuff was damaged during the use of the product from nicks from teeth or instrumentation during intubation. A device history record (DHR) review could not be performed as the lot number for the device was not known. No corrective action as there is no information if the product leaked in the pre-check as suggested in the instruction for use.